Manufacturer narrative:
Batch review performed on 31-may-2021: lot 2002760: (B)(4) items manufactured and released on 31-mar-2020. Expiration date: 2025-03-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of infection 1 month after the primary surgery, the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.